Event description:
It was reported that the patient was experiencing uncomfortable sensation which describe as shocking all over and burning down the feet. Database analysis indicated that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was experiencing uncomfortable sensation which describe as shocking all over and burning down the feet. Database analysis indicated that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.